Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump was dropped, the enclosure separated, and the device split, after which the device was deemed nonfunctional and no longer water resistant; a replacement was arranged and the user was advised to implement backup therapy and to sync data prior to shutdown and return. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included customer troubleshooting and education, verification of device details, and arrangement for device return. Investigation of this case revealed physical damage to the device housing consistent with user-induced impact, resulting in compromised integrity and loss of function. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from handling or impact leading to device malfunction.